Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port implantable port kit and a groshong catheter were returned for evaluation. Gross visual and functional testing were performed. The investigation is inconclusive for the reported fluid leak as there were no visible split or breakage of catheter was identified during evaluation and the exact circumstances at the time of the reported event are unknown. Furthermore, the bends and kinks noted in the catheter were considered to be an incidental findings since the sample evaluation findings was not related to the reported event. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2023).

Event description:
It was reported that two years and four months post port placement, the device allegedly leaked subcutaneously during infusion. It was further reported that extravasation was noted. The device was removed and replaced. The current status of the patient is unknown.